Manufacturer narrative:
One unopened helicut blade was returned for evaluation. The devices in question were not returned for examination prohibiting confirmation of the reported shedding. Functional and dimensional inspection of the device confirmed it met design specifications. A review of the manufacturing records was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Without the return of the devices in question a root cause cannot be determined. Further investigation is not warranted at this time.

Event description:
A report of metal shaving and soft blade was received. The blade would not cut soft bone. The shavings were removed with the shaver and suction. A backup was used to complete the surgery. No patient harm reported.